Event description:
It was reported that during use of the bd autoshield¿ duo safety pen needle the button was hard to press.

Manufacturer narrative:
Investigation summary: customer returned (4) 30g, 5mm bd autoshield duo pen needles with tear drop labels attached (unused). Consumer reported these hard pressing the dose button hard; hurts my stomach. All (4) returned pen needles were examined and tested for flow; all (4) tested samples passed. The returned pen needles were then tested for point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 30g: 0.0120¿- 0.0125¿): data: point (pe/npe), outer diameter (in) and lube; sample 1: good/good, 0.0122, good. Sample 2: good/good, 0.0123, good. Sample 3: good/good, 0.0123, good. Sample 4: good/good, 0.0123, good. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures the returned pen needles exhibited no manufacturing defects. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use of the bd autoshield¿ duo safety pen needle the button was hard to press.